Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, vent inop (inoperable) alarms. The customer reported the error log is showing bad cal (calibration) fcv (flow control valve) and pneumatics module ftc (failed-to-cycle). The customer reported when he powered up the unit again, the suspect device cycles normally with no issues or alarms. The customer reported the suspect device failed the leak test. The issue occurred during patient use; the customer reported the patient was removed from the suspect device and was placed on another known good ventilator. There are no reports of patient consequence associated with the event.